Event description:
A customer observed a non-reproducible, higher than expected, vitros phyt result (145.8 vs. An expected result = 86.2 mmol/l) from a single patient sample while using the vitros 4600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is assumed that the customer retested the sample prior to reporting as the affected result was greater than the vitros therapeutic interval. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros phyt result was obtained while using the vitros 4600 chemistry system. The phyt lot in use was expired at the time the event. However, there is no evidence that a reagent related issue contributed to the event. In addition, the affected sample may not have been centrifuged according to the collection device manufacturer's recommendations, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor. The root cause of the event is unknown. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.